Event description:
The customer reported the ventilator would not operate on ac power but would operate on battery power. The device was not in use on a patient, therefore, there was no patient harm or involvement. The manufacturer's service technician was unable to duplicate the customer reported problem. Review of the ventilator's diagnostic log verified the device was operating on backup battery power and the backup battery functioned until it depleted as a result of use, at which time the ventilator will shut down and alarm as specified due to loss of power. During evaluation, the service technician reported that intermittently when ac power was removed the device would alarm 'low battery'. The service technician replaced the power supply and the backup battery as a precaution to address the reported event. Performance verification testing was completed and tests passed to operating specifications. Per the ventilator's operators manual, when the ventilator is powered by backup battery it will generate a nonresetable, nonsileanceable alarm every 60 seconds. During this state a battery in use yellow led is lit. Operation will continue until the battery has 5 minutes of operation left. A red battery low led will flash and a nonresetable high priority alarm will sound. When the battery low indicator is flashing red, operation of the ventilator from the battery power should be discontinued. Analysis of the power supply revealed a malfunction that may result in the unit shutting down during operation with an active backup alarm when ac power is restored.